Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain ") and abdominal pain lower ("left lower quadrant pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic robot assisted total hysterectomy, left salpingectomy, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, endometrial ablation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, endometrial ablation, pelvic pain and uterine perforation to be related to essure. The reporter commented: laparoscopic ovarian cystectomy right, right salpingo-oophorectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain ") and abdominal pain lower ("left lower quadrant pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic robot assisted total hysterectomy, left salpingectomy, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, endometrial ablation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, endometrial ablation, pelvic pain and uterine perforation to be related to essure. The reporter commented: laparoscopic ovarian cystectomy right, right salpingo-oophorectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation") and endometrial ablation ("endometrial ablation") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain ") and abdominal pain lower ("left lower quadrant pain") and underwent endometrial ablation (seriousness criterion medically important). The patient was treated with surgery (laparoscopic robot assisted total hysterectomy, left salpingectomy, tubal ligation) on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, endometrial ablation, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: laparoscopic ovarian cystectomy right, right salpingo-oophorectomy done previously reported essure insertion date: (B)(6) 2014. Essur removal date provided as: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter lawyer added, reference section, non drug, rcc treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforation") and endometrial ablation ("endometrial ablation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy, cervical dysplasia, allergy (¿ amoxicillin- rash. Codeine- itching. Cardec- mood. Latex gloves: hives - allergy morphine sulfate- allergy), pelvic pain female, abnormal uterine bleeding, menorrhagia, dysmenorrhea, dyspareunia, post-traumatic stress disorder, bipolar disorder, depression, peritoneal adhesions and ovarian cyst. Previously administered products included: cymbalta, remeron, vyvanse, cogentin, gabapentin, estradiol, naprosyn e, estradiol and norco. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("pelvic pain ") and abdominal pain lower ("left lower quadrant pain") and underwent endometrial ablation (seriousness criterion medically important). The patient was treated with surgery (laparoscopic robot assisted total hysterectomy, left salpingectomy, tubal ligation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, endometrial ablation, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: laparoscopic ovarian cystectomy right, right salpingo-oophorectomy done previously reported essure insertion date : (B)(6) 2014. Essur removal date provided as:(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] on (B)(6) 2021: papillomavirus (hpv) dna test positive. [Pathology test] on (B)(6) 2015: surgical pathology report: specimens: right tube and ovary clinical diagnosis: pelvic pain, right ovarian cyst, dysfunctional uterine bleeding final diagnosis: right salpingo-oophorectomy: simple ovarian cyst, no evidence of malignancy. Note: sections are composed of ovarian tissue to include a benign cyst. Much of the cyst lining is atrophic. There are areas of a benign, flattened epithelial surface consistent with a benign simple cyst. There are no diagnostic features of endometriosis or malignancy. Gross description: the specimen includes a collapsed cystic ovary. This has a smooth gray-yellow serosal surface.; on (B)(6) 2019: surgical pathology report: specimens: a) ovary, left, left tubal segment. B) ovary, left, left ovarian cyst clinical diagnosis:pre-op diagnosis / post-op diagnosis pelvic pain, left ovarian cyst. Final diagnosis: a. Fallopian tube with filshie clip, left, salpingectomy complete cross section of unremarkable fallopian tube, metallic clip, b. Left ovarian cyst, excision: benign ovarian parenchyma with hemorrhagic follicular cyst. Negative for malignancy; on (B)(6) 2019: surgical pathology report: specimens: a) - uterus, uterus, cervix, b) - fallopian tube-left, left tube clinical diagnosis: pre-op diagnosis / post-op diagnosis pelvic pain, left lower quadrant pain status post right salpigo oophorectomy and endometrial ablation.final diagnosis: a. Uterus and cervix, hysterectomy. Cervix with no specific histopathologic change. Uterus with fibrosis and focal proliferative phase endometrium. Negative for hyperplasia and carcinoma. B. Fallopian tube, left, excision. Fallopian tube in full gross section with no specific histopathologic change gross description: within the insertion site of the presumed left fallopian tube is a coiled portion of metal consistent with essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.